Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that an ultra xl sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on the day before. According to the complainant, the physician noticed that the sphincterotome cutting wire was broken just prior to initiating the sphincterotomy. The device was replaced with a second ultratome xl sphincterotome device. No patient complications were reported as a result of this event.